Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. Motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube noted, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, minor scratches on lcd window and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. It was also reported that the insulin pump alarmed no delivery. Customer stated that there is a crack forming on the insulin pump. The crack is located at the bottom of the pump where the reservoir goes. Customer's blood glucose reading was 122 mg/dl. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.